Event description:
It was reported by the rep the device was used during a lower anterior resection. It was reported the device did not fire completely. Anastomosis was not complete. The case was finished with a second cdh29. There was no consequence to pt.

Manufacturer narrative:
Sent 02/08/1999. H6: anvil not returned. Proximate I l s intraluminal stapler: based on the info rec'd and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The anvil was not returned with the instrument. As the anvil was not returned, further functional testing could not be performed. The instrument was rec'd with nine partially formed staples returned in the instrument. Due to the condition of the returned staples, it appears possible that an attempt may have been made to fire the instrument outside of the safe green firing range or another possibility is that the instrument may not have been fired through a full firing stroke. However, this could not be ascertained.